Manufacturer narrative:
One device was received for evaluation for the complaint that the device has downstream occlusion error. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the dso seal have air bubble. The issue was not able to be duplicated (through state the test method pwi-10019249). There was no problem with pump function, as an additional repair, the dso seal will be replaced due to the air bubble. Device submitted for functional and delivery tests after repair activities completed afterwards the device shall be returned to the customer once passing results for functional/delivery tests are confirmed.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has downstream occlusion error. There was no reported patient involvement.